Manufacturer narrative:
The following functional tests were performed: results of functional testing confirmed the speaker had no sound in mt56060 tool, and speaker was defective. The customer had been provided an exchange device to resolve the issue. The investigation concludes that no further action is required at this time. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
This report is based on information provided by the philips authorized repair facility and has been investigated by the philips complaint handling team. It was confirmed during bench testing that the mx40 1.4 ghz smart hopping device presented no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.